Event description:
It was reported that on (B)(6) 2025, a 24mm amplatzer septal occluder was chosen for procedure. During deployment, it was noted the device did not take the desired shape and had a cobra deformation. A decision was made to recapture the device prior to release from the delivery cable and abort the procedure. There was no interaction with cardiac structures during deployment and no angulation/kink noticed in the delivery system. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. "Please note that per the instruction for use (IFU), the recommended sheath size to be used with a 24mm amplatzer septal occluder is 9f delivery sheath."

Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Please note that per the instruction for use (IFU) the recommended sheath size to be used with a 24mm amplatzer septal occluder is 9f delivery sheath.